Manufacturer narrative:
This was originally reported as an unknown tmt patella. Please reference MDR 3005751028-2013-00014. The primary operative notes provided state that excellent restoration of alignment, stability and motion was achieved with the trial components and soft tissue releases. The revision notes provided state that the patella component was loosening, and removed. Avascular necrosis in the patella was noted, and was debrided. One central fragment of the patella remained, but was subluxating laterally. The revision operative notes do not appear to show the patella was resurfaced with a new implant placed. To date, no x-rays or product have been provided. A root cause for this event cannot be definitively determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the patient was revised due to pain.